Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review, it was found that post-paced t-wave over-sensing had re-occurred on the implantable cardioverter defibrillator (ICD). No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely at merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.